Event description:
Customer reported system displayed a checksum error and would not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended.